Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. The target lesion was located in the left main (lm) artery. A 4.00x8mm promus element plus drug-eluting stent was advanced to treat the target lesion. However, after deploying the stent, the physician noted proximal stent deformation. Subsequently, a bare metal stent was used to open the lumen of the implanted promus element plus drug-eluting stent. No patient complications were reported.